Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient¿s pump was alarming at 30 minute intervals. The hcp interrogated it and it showed motor stall and recovery. There were motor stalls several times over the last night, with recoveries. The patient was awaiting a pump replacement. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. There were no reported symptoms. The patient status was alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that approval was pending from work cover to replace the pump; the pump had not been removed yet.